Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +8.35%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition but top/rear label was removed/missing. Customer's complaint was not verified. Event log shows customer performed 3 volume accuracy tests. One with volume set at 20 milliliters and two with volume set at 10 milliliters. Use testing performed and the pumps accuracy is within published specification of +/-6%. The problem source is unknown.